Event description:
It was reported that the patient presented to surgery with severe degenerative disc disease l4-5 and l5-s1 with instability and persistent radiculopathy. The patient underwent anterior spinal decompression with partial vertebrectomy and fusion at l4-5 and l5-s1, using titanium intervertebral spacers, rhbmp-2/acs, and allograft, and miami moss pedicle screw fixation l4-s1. The patient returned at approximately 30, 90 and 120 days post-operatively and was reportedly doing well per medical records. The surgeon recommended returning to work. At 9 months post-op the patient returned for evaluation. Surgeon indicates that the patient has some back discomfort that he will have to live with in all likelihood but it is not severe. At 24 months post-op, the patient presented with significant back pain, right leg pain and left foot pain after a fall on the ice. Per medical records the ¿x-rays today look absolutely perfect. He has a solid fusion l4 to the sacrum and the instrumentation is in excellent position.¿ the diagnosis was undetermined. At 26 months post-op, the patient presented with low back pain and right/left leg pain and was diagnosed with post laminectomy syndrome. The symptoms were treated with steroids. At 27 months post-op, the patient presented with ¿burning pain¿ and balance issues. Per the medical records the pain was due to the metal implants. The surgeon suggested removing the metal. At 35 months post-op, the patient continues to have symptoms and complains of numbness from waist down. ¿he has a very solid fusion by x-ray.¿ ¿the question is whether metal removal would be of value for him.¿ at 37 months post-op, the patient presented with back and right leg pain. CT scan showed severe facet arthritis, at l3-4, mid bilateral foraminal stenosis in the mid and lower lumbar spine, minimal bulge and left foramen protrusion at l3-4. No focal nerve root compression was identified. Patient was treated with injections at l3-4. At 47 months post-op the was treated with injections at l3-4 at 81 months post-op, the patient reported severe pain when walking or standing, groin and thigh pain, and pain down to the foot. The patient has developed severe facet arthropathy at l3-4 and mild disc bulge at l2-l3. The patient was treated with facet injections at l3-4.

Manufacturer narrative:
Concomitant product: catalog# 7510800, lot# m111003ag, procode nek. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.